Manufacturer narrative:
Unit passed sleep current measurement, and active current measurement tests; however, during rewind the unit returned a no motor movement or negligible movement. Retries to free a stuck motor failed = stuck motor alarm. Inspection of the motor revealed that pieces of the rubber part of the home motor switch has rubbed off. Unable to perform the displacement test due to the faulty home motor switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had a high blood glucose value of 23.4 mmol/l. Customer's other blood glucose value was 48 and 54 mg/dl. Customer got battery error. The customer was treated with insulin pump. The device will be returned for analysis.